Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited loss of ventricular capture, triggering an nsrvo alert. No intervention has been performed yet, the patient has suffered no consequences. Further information was requested but not received.